Event description:
The report stated that the temperature display on the generator always showed ll when an electrode was plugged in.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received or if additonal information pertinent to the incident is obtained, a follow-up report will be submitted.